Manufacturer narrative:
Reporter returned one toothbrush head on (B)(4) 2016. Product investigation is in progress.

Event description:
Entire bristle part (piece that hold the bristles) keeps coming off in mouth [device breakage]. No adverse event. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that he/she just replaced his/her oral-b brushhead, version unknown (sensitive clean) for his/her oral-b rechargeable toothbrush, version unknown, and the entire bristle part kept coming off in his/her mouth. The consumer elaborated that it was not the bristles coming out, but it was the piece that held the bristles that was falling off. The consumer stated that he/she got it out of his/her mouth easily, but it kept happening. The consumer reported that the brush heads came in a package of 3, and this was the first one he/she had used from the package. The consumer noted that he/she had used oral-b for years. No symptoms developed.

Manufacturer narrative:
On 29-nov-2016 product investigation results: reporter returned one toothbrush head on 24-aug-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Entire bristle part (piece that hold the bristles) keeps coming off in mouth [device breakage] no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that he/she just replaced his/her oral-b brushhead, version unknown (sensitive clean) for his/her oral-b rechargeable toothbrush, version unknown, and the entire bristle part kept coming off in his/her mouth. The consumer elaborated that it was not the bristles coming out, but it was the piece that held the bristles that was falling off. The consumer stated that he/she got it out of his/her mouth easily, but it kept happening. The consumer reported that the brush heads came in a package of 3, and this was the first one he/she had used from the package. The consumer noted that he/she had used oral-b for years. No symptoms developed.